Event description:
Infection at site of membrane placement. Antibiotics were used for a two week period. The site is healing well. Dr stated that the infection could have been contributed to by any of the products used during the procedure. Treatment with antibiotics 3/8/96 through 3/22/96.